Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics (B)(6) 2015 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing cracked/detached." No adverse trends were indicated. As received, the catheter was returned with an injection cap (not supplied by angiodynamics) attached to the hub with the white clamp. The catheter was trimmed at the 41 cm mark. There were traces of a clear fluid in both extension legs and adhesive residue on both extension legs. The extension tube with the white clamp was confirmed to have completely detached from the extension tube. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance, i.e. No sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. A potential root cause for the fracture could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).

Event description:
As reported, an indwelling xcela PICC was being accessed at the patient's home and was found to be fractured at the extension leg just below the luer. The device was removed and replaced. The used device has been returned to angiodynamics for evaluation.